Manufacturer narrative:
Device passed displacement test and self test. Hal software error detected and the main arm cannot communicate with the motor arm noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had errors. The customer's blood glucose level was 130 mg/dl. The customer reported that the insulin pump had a main arm cannot communicate with the motor arm error and software error detected error. The customer was unable to clear the error. The customer received request to rewind pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.